Event description:
At the time that the initial report of high lead impedance was received, this event was not considered MDR reportable. It was reported that originally when the patient was implanted with the device, the patient had a minor descrease in seizures, but the device has not provided the patient with sufficient benefits. The patient's family thought that the patient was doing well and did not want to reimplant until the patient started having problems. Investigation was re-opened upon notification that lead test of patient's device again resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. This event is now considered MDR reportable per manufacturer's current procedures due to the potential for loss of therapy if lead is broken. Review of device programming history in july 2000 revealed that high impedance was noted initially in 1997 and has continued since then. Review of x-rays in july 2000 did not identify any obvious deficiencies in the ncp system.